Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok keypad buttons were sticking and move throughout the multiple menus. The patient reportedly wore the pump under a garment, against the body, and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. All keypad buttons were intermittently unresponsive during testing; all key contacts were found to be inverted. During investigation, evidence of contamination was found under all key contacts.